Manufacturer narrative:
Investigation results: a review of the device history record was completed for batch # 6130939. All inspections and challenges were performed per the applicable operations qc specifications. No abnormalities were found. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6130939. Investigation summary: customer returned (1) 1cc, 12.7mm, 29g syringe in an open blister pack from lot # 6130939. Customer states that a white foreign body was found at the needle tip. The returned syringe was examined under the microscope and exhibited strands of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene and silicone. This foreign matter likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found its way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine insulin syringe with needle had white foreign matter at the tip of the needle. Found before use. No serious injury or medical intervention noted.